Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an electrical reset occurred on more than one occasion with the implantable pulse generator (ipg), likely due to the patient¿s radiotherapy. The ipg had to be reprogramed back to the original settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset had occurred. Critical ram parity errors occurred in address 1c 50 on 2014-10-13, in address 1f 51 on (B)(4) 2014 and in address 11 f5 on (B)(4) 2014. Power on reset (por) severity is low, so the device should be able to fully recover after reset. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.